Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years, 1 month. Through follow-up with the health-care provider, it was learned that the device was removed due to early calcification and aortic stenosis. The explanted valve was replaced with another edwards bioprosthesis. No other details were provided.

Manufacturer narrative:
Per the op report received, the patient presented with severe biventricular failure with recurrent aortic stenosis with a greater than 60 mm gradient across her aortic bioprosthesis, along with severe mitral insufficiency and severe tricuspid insufficiency. The old aortic valve was noted to be significantly calcified. The device was replaced with another edwards bioprosthetic valve. Post cardiopulmonary bypass tee demonstrated normal bioprosthetic aortic valve function with no residual stenosis nor perivalvular insufficiency. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device discarded by the hospital; therefore, the source of the calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the reported early calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Additional information (e.g. Operative report, discharge summary) is currently being requested. If any new information is received, a supplemental MDR will be submitted.